Manufacturer narrative:
Report number: 1038671-2024-00385. D4: serial number and expiration unknown. D10: concomitant products: optetrak 3 peg patella cemented (cat# 200-02-32); optetrak asymmetric femoral posterior stabilized, cemented sz 3, left (cat# 234-02-03 / serial# (B)(6)). H4: device manufacture date unknown. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-00385. The revision reported may have been due to orientation of the components, patient related conditions, instability, or any combination of these possibilities, which led to prosthesis wear and osteolysis. Additionally, the components were implanted for over 12 years which likely contributed to the reported wear. However, this cannot be confirmed because the component was not returned for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 12.5 years post initial left tka, the 79 y/o female patient was revised due to osteolysis as a result of poly wear. The patient was revised to a 35mm patella. The tibial insert was revised to a sz 3 femoral component and a sz3, 11mm tibial insert. There was no breakage of device. There was a more than 45 minutes surgical delayed due to surgeon performed replaced the opti fem with a cc logic, stem + post 5mm wedges. Patient was last known to be in stable condition following the event. Imagers and x-rays received. The devices are not available for evaluation due to the implants were discarded at hospital. No additional information is available.